Event description:
The customer called and reported the insulin pump died, none of her settings were saved, she awoke with blood glucose of 600 mg/dl, and a battery out limit alarm was received. The customer treated with manual injection. Troubleshooting was performed. The customer had received a no power alarm while asleep, but did not first receive a low battery alert. The customer stated the battery cap was previously used. The battery cap could not be removed from the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm was noted. The insulin pump passed the reset error test and the self test and no unexpected reset error alarm or erase settings was noted. The insulin pump had a stripped battery cap at the coin slot area, a cracked case at a display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.